Manufacturer narrative:
Device manufacture date between manufactured november 28, 2017 - november 29, 2017. The device was received for evaluation. Visual inspection was performed and white drug residue located at the blue winged luer cap was noted. The blue winged luer cap was noted to be slightly untightened. A functional leak test was performed and the blue winged cap was tightened by hand. No signs of leak were observed at the blue winged luer cap. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot was either 18d040 or 17m027. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking from an unspecified location. The leak was observed prior to patient use. The device was filled with 5000mg fluorouracil in 115ml 0.9% sodium chloride. There was no patient involvement. No additional information is available.